Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero applicator. Percutaneous microwave ablation using a 14cm probe for a 5cm superficial lesion in the liver. No torque applied, lesion was easy to reach and access was simple. Probes was tested at 100w for 10 seconds with sterile saline prior to the start of the case. No error codes and appeared to be functioning. Parameters set to 140w at 6 minutes. During the ablation they noticed via ultrasound that there was no artifact from the feedpoint, as is typical during active ablation. The physician felt/heard a 'pop' about 1 minute into 6 minute ablation, still no artifact via ultrasound. Probe was removed prior to the completion of the ablation because it appeared to not be functioning normally. A 2nd probe from the same lot number was utilized and the ablation was completed successfully with the 2nd probe. A 5cm ablation was made. Upon inspection of the 1st probe that was removed, they realized that the entire ceramic portion of the tip was missing from the probe. CT scan confirmed that the ceramic tip remained in the center of the lesion in the patient's liver. The patient is stable post case and has been made aware that a foreign body was left in situ. The decision was made to leave the fragment in situ due to the patient's age and poor health status. The physician who performed the procedure has been using solero for 1 year and has received training on the device.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
No product was returned to angiodynamics for evaluation. A photo was provided for this complaint showing that the distal portion of the ceramic tip was fractured and detached. The customer's reported complaint description of tip of the applicator was fractured and detached was confirmed based on the provided photo. Although the photo was provided, without receiving a complaint sample for evaluation a definitive root cause cannot be determined. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Device history record review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Received one 14cm probe for evaluation. As received, the ceramic tip was detached and the customer only returned the shaft portion of the probe. The applicator was received with the ceramic tip detached from the distal end of the shaft assembly. Approximately 4mm of the tip remained attached there are no obvious signs of a thermal event occurring. The center conductor and end washer were also detached. The remaining portion of the tip and semi rigid indicated, there are no obvious signs of charring. It is unknown as to whether this was a failure due to a thermal event, method of use or other root cause as there are minimal signs of charring or residual effects of excessive heat. The tubing and coax cable was severed from the device by the customer prior to the return. Device could not be power tested in its current state. There were no known manufacturing defects found. The root cause of this tip fracture is unknown. The customer's reported complaint description of tip fractured and detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).